Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. Customer to replace supplies as necessary and resume insulin. Customer¿s blood glucose (bg) level was 400 mg/dl.